Event description:
According to the reporter, on a laparoscopic bowel incision surgery, the handle of the devices were squeezed but no clips were able to load into the jaws. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.